Manufacturer narrative:
E1 completed address: (B)(6). E1 establishment full name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cover of the universal cord is broken was caused due to universal cord failure and the event the light guide bundle was slightly interrupted and weakened at the insertion section was caused due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a insertion tube broken, the issue occurred during maintenance. There were no reports of patient involvement.